Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 676113-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included gravida ((B)(6)2009). Concurrent conditions included umbilical hernia, shooting pain, swollen abdomen, anemia, vitamin b12 deficiency, uterine enlargement, irregular periods, skin tag removal (left buttock) and tubal ligation. Concomitant products included ibuprofen, naproxen and tramadol. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In 2011, the patient experienced fatigue ("fatigue"), depression ("hormonal changes describe: depression") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). In 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/, urinary tract/vaginal) type: yeast"), bacterial infection ("infection: bacterial") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6)2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia ("prolonged abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("back pain/lower back"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations"), dry skin ("rashes or skin conditions type: dry skin"), alopecia ("hair loss"), pain in extremity ("legs pain"), chest pain ("chest pain"), menstruation irregular ("periods are messed up"), vitamin b12 deficiency ("b 12 deficiencies") and anaemia ("anemia"). The patient was treated with surgery (essure removal on (B)(6)2019). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, vaginal infection, fatigue, weight fluctuation, depression, vulvovaginal mycotic infection, bacterial infection, dry skin, endometriosis, hypertension, nausea, vaginal discharge, weight increased, alopecia, headache, pain in extremity, chest pain, menstruation irregular, vitamin b12 deficiency and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bacterial infection, chest pain, depression, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal infection, vitamin b12 deficiency, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 176lbs. In 2016, communicated with healthcare provider concerning removal of essure device removal/follow up gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Ultrasound pelvis - on (B)(6)2017: conclusion: normal examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometriosis, nausea, fatigue, chest pain, pelvic pain, abdominal pain, lower abdominal pain, back pain. The lot number reported (676113) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. 676113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included gravida ((B)(6) 2009). Concurrent conditions included umbilical hernia, shooting pain, swollen abdomen, anemia, vitamin b12 deficiency, uterine enlargement, irregular periods, skin tag removal (left buttock) and tubal ligation. Concomitant products included ibuprofen, naproxen and tramadol. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/abnormal bleeding (general)"), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), migraine ("migraines"), nausea ("nausea") and headache ("headaches"). In 2011, the patient experienced fatigue ("fatigue"), depression ("hormonal changes describe: depression") and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced dyspareunia ("pain during intercourse"). In 2016, the patient experienced vulvovaginal mycotic infection ("infection (bladder/, urinary tract/vaginal) type: yeast"), bacterial infection ("infection: bacterial") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2017, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia ("prolonged abnormal menses"), abdominal pain lower ("severe lower abdominal pain"), abdominal pain ("severe abdominal cramping"), back pain ("back pain/lower back"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuations"), dry skin ("rashes or skin conditions type: dry skin"), alopecia ("hair loss"), pain in extremity ("legs pain"), chest pain ("chest pain"), menstruation irregular ("periods are messed up"), vitamin b12 deficiency ("b 12 deficiencies") and anaemia ("anemia"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, vaginal infection, fatigue, weight fluctuation, depression, vulvovaginal mycotic infection, bacterial infection, dry skin, endometriosis, hypertension, nausea, vaginal discharge, weight increased, alopecia, headache, pain in extremity, chest pain, menstruation irregular, vitamin b12 deficiency and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, bacterial infection, chest pain, depression, dry skin, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, menstruation irregular, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal infection, vitamin b12 deficiency, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight (B)(6). In 2016, communicated with healthcare provider concerning removal of essure device removal/follow up gynecologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound pelvis - on (B)(6) 2017: conclusion: normal examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: endometriosis, nausea, fatigue, chest pain, pelvic pain, abdominal pain, lower abdominal pain, back pain. Most recent follow-up information incorporated above includes: on 18-aug-2020: case become incident. Pif received removal details and patient demographics were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.